Manufacturer narrative:
Investigation summary: one photo was provided. Two syringes are shown in the photo. One has barrel label and the other one has no barrel label. Both are without the packaging flow wrap. Both have the plunger rod-rubber stopper, tip cap, and solution. Failure mode is verified. This would have occurred due to an issue with the plunger rod labeler machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 8141911 for the same defect or symptom. There was no documentation of issues for the complaint of batch # 8141911 during this production run. Root cause description: root cause plunger rod labeler machine.

Event description:
It was reported that syringe 5ml saline fill china sp label was missing. This was discovered before use. The following information was provided by the initial reporter: it's noticed that 1ea flush label missing when opening the package.